Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: lot number; d10. H3, h6: a product investigation was conducted. Visual inspection: the insert for dhs/dcs impactor no. 338.280, single (p/n: 338.26, lot #: 9861198) was returned and received at us cq. Upon visual inspection, it was observed that the tip of the device is broken. No other issues were identified with the returned components of the device. Service & repair evaluation: the customer reported tip of dhs impactor broke. No patient consequence reported. The repair technician reported that impactor is damaged, and pieces are missing. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed investigation conclusion: the complaint condition is confirmed for the dhs/dcs impactor no, single (p/n: 338.26, lot #: 9861198) as the tip was also observed to be broken and was not returned. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. The potential root cause could be due to unintended forces applied on the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 338.26. Synthes lot number: 9861198. Manufacturing site: synthes jennersville. A cursory inspection of the complaint file for the 4 year old reusable device does not point to a manufacturing issue. Jde confirmed this lot was released for sale in october 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the tips of the two (2) dynamic hip system (dhs) impactors broke. No patient consequence reported. This report is for one (1) tip for dhs/dcs impactor (338.28). This is report 1 of 2 for complaint (B)(4).